Event description:
It was reported that during the post-op check it was discovered the patient's right atrial (ra) lead had dislodged. Later that same day the lead was removed and replaced. When the physician removed the dislodged lead, they noticed a "chunk of myocardium attached to the helix." No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.